Manufacturer narrative:
The complete pcb00 preloaded system was not received for evaluation. The lens from the preloaded system was received in a plastic container with water. Visual inspection revealed that a brown substance was observed on the surface of the lens, prior to cleaning the lens. The sample lens was cleaned in order to perform the visual inspection for the scratches. The returned sample was inspected at 10x microscope magnification. Scratches/red line or other unacceptable cosmetic defect were not observed in the returned sample. The iol met the cosmetic inspection specifications. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Patient age/date of birth: unknown. (B)(4) explant of intraocular lens (iol). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye in a secondary procedure and exchanged with another lens due to do a reddish linear mark that seems to be creating a bothersome streak in the patient's vision. Surgery all went very well. Looking at the lens under the microscope, it looked as though there was a scratch on the optic straight through the optic zone. No further information was provided.